Event description:
It was reported that two days prior to the call the patient bent down to pick something up and when they got up they felt pain at the implantable neurostimulator (ins) site and felt the implant twist. The patient feels pain when they move but does not feel pain when they sit still. They can feel stimulation in their hip but it is not as strong as it used to be. No intervention or outcome was provided however additional information has been requested. If received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3998, lot# j0405941v, implanted: (B)(6) 2004, product type: lead. (B)(4).